Event description:
It was reported that a patient experienced an ¿alert 38¿ on the ilet system, after which the trainer instructed use of new supplies; the trainer performed a supply change and insulin delivery was resumed as usual, and the pump has been functioning as intended since, with blood glucose impacted and the patient reportedly using subcutaneous insulin by pen during the interruption. Symptoms included hyperglycemia. Outcomes included a delay to therapy. Investigation included communication with the patient and trainer and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.